Manufacturer narrative:
(B)(4). The insulin pump was monitored for several days. The insulin pump passed the displacement test. The insulin pump was received with a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. Analysis was unable to perform the unexpected restart error, prime, excessive no delivery, and occlusion tests, or verify the low reservoir alarm due to the motor error alarm. The insulin pump was received with a normal operating current. The insulin pump passed the self test and the off no power test. No unexpected battery power loss anomalies noted by analysis. The insulin pump's motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the lcd window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error, no delivery, and off no power. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. The device was able to rewind. However, the customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional¿s instruction. The insulin pump was returned for analysis.